Event description:
In 2009, the pt reported that over the last 2 months he has had frequent occlusion messages on his insulin infusion device. He stated he has had elevated blood glucose readings of 260 mg/dl and 330 mg/dl for the past 2 days. His normal glucose range is 120 to 150 mg/dl. Symptoms are shortened breaths, stomach ache, irritability, and maybe some ketones. He said he treats his readings by bolusing insulin and if he boluses more than 9-10 units he does it via injection rather than through his infusion device. To troubleshoot, the pt disconnected from his infusion device and ran a prime. He received an occlusion message. He replaced the infusion set tubing and primed without occlusion. The pt stated he receives the occlusion messages after using the tubing a "second time" after his first headset change. He changes his insulin cartridge every 5 days. He stated he leaves the insulin vial out of the refrigerator after opening and can fill 3 cartridges from one vial. The pt was advised to contact the insulin manufacturer to inquire about storage and refrigeration. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.